Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported when attempting to enter the bolus menu to enter blood glucose values and carbohydrates value, the pump touchscreen became unresponsive. Reportedly, the customer was able to resume entry after a few seconds. There was no reported impact to the customer's blood glucose level.